Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved through troubleshooting via the hotline.this medwatch report is related to MDR 2122870-2012-00204. (B)(4).

Event description:
The customer reported a laboratory technician inadvertently loaded troponin I (accutni) reagent pack into a creatine kinase-mb (ck-mb) compartment resulting in an indeterminate (ind) flag for quality control and one patient's sample, including an erroneously low result for a second patient, involving access 2 immunoassay system. The customer unloaded the reagent pack through the software, properly disposed the reagent pack, and placed a new troponin I reagent pack into the correct position. The customer retested all patient samples within the last eight hours. Subsequent testing of one patient's sample recovered a result within the normal reference interval. The erroneous patient results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.